Manufacturer narrative:
On 19 january 2018 we were informed by medacta us that cup and liner implanted during primary surgery were the only medacta products. Batch review performed on 19 january 2018: lot 164475: (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-09-20 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is not confirmed. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully.